Event description:
It was reported that boston scientific technical services (ts) was contacted for reprogramming advice for this implantable pacemaker. It was noted that there were several episodes of under-sensing which resulted in inappropriate pacing. Ts strongly recommended increasing the programmed ventricular sensitivity, as the patient's intrinsic amplitude was low. Additionally, it was noted that the right ventricular pacing impedance was decreased, but still in-range (greater than 200 ohms). Potential reprogramming options were provided. At this time, this pacemaker remains implanted and in-service.